Event description:
It was reported that the subject device had b30 scope communication error. The issue occurred during set up. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g1; g3; h2; h6 and h11. The device was not returned to olympus for inspection. However, technical assistance center (tac) provided remote troubleshooting and determined the b30 error was scope related. The customer called to report the b30 error on the cv/clv-190 tower, but the error was not present after a power cycle. The customer was unsure which scope caused the error or the troubleshooting order. Tac advised the customer to take both scopes to a different light source, clean the scope contacts with isopropyl alcohol, ensure thorough drying, and power down the unit between scope changes. A follow-up email confirmed that the facility had already sent one scope out for repair due to a communication error, and the customer stated: "you can close the case it appears it was not the tower." No further action was required by tac. Troubleshooting was able to resolve the reported allegation. The reported malfunction was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.